Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced graphical user interface (gui) printed circuit board (pcb). The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to manufacturer specifications. (B)(4).

Event description:
A report received from the USA stated the top display of an 840 ventilator was erratic. There was no pt involved at the time of the event. The date of the event is unk.